Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a renal biopsy procedure using maxcore instrument. During the procedure the device has firing problem. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: received one 18g maxcore disposable core biopsy instruments for evaluation. The device was received with protective tubing and no yellow guard attached to the needle. Upon visualization the device appeared to have residue throughout and was received with both slides in their initial positions. Due to the returned condition of the device, no functional testing was performed. Therefore, the investigation is kept as inconclusive for the reported failure to fire as no functional testing was performed due to the condition of the returned device. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a renal biopsy procedure using the maxcore device. During the procedure, the device has firing problem. There was no patient reported injury.